Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(4) 2014.

Event description:
It was reported that the patient presented with noise oversensing and under sensing in the right atrial lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.